Manufacturer narrative:
Corrected information provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the lens was implanted in a normal way and as the iol was entering the anterior segment, the lens was noted to have a bluish fragment on the anterior side. The surgeon implanted the lens and tried to remove the fragment, but it was attached to the lens. The patient's capsular bag broke leading to the iol being removed and an anterior vitrectomy performed. Another lens type was implanted to complete the procedure. Additional information obtained indicating the patient's eye is still inflamed, but is responding to treatment. It is likely that the patient will need an additional procedure.